Event description:
Many bronchocaths with the same failure, which is slow deflation of the tracheal cuff. No reported pt harm or injury. This was not MDR reported initially as the sample was found to function as intended. 3 contaminated samples were returned on august 2002. Based on the findings from these it has been deemed necessary to submit this report.